Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has completed its investigation into this complaint. Based on the additional information gathered, the customer was performing a planned, non-emergency procedure, which was successfully completed after restarting the system. Analysis of the system log files revealed multiple errors related to the system's ethercat protocol. A philips field service engineer inspected the system on-site and re-installed the system software. The system was restored to proper working condition and returned to service, ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has identified that the procedure was completed using the same system. If a loss of rotation or angulation movements occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational or angulation movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart, and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. As such, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.